Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report. H3 other text : on-going.

Event description:
It was reported that after 30 minutes of the procedure, the pressure suddenly increased. Initially, an airway obstruction by the gastroscope was suspected, but the passage was found to be ok, followed by acute and massive bronchospasm. The patient suddenly became inoperable with spo2 below 80% despite manual pressure above 50 cm h2o and o2 100%. When disconnected the patient from the ventilator, the manual balloon could not be emptied. The user remembered the received safety notice, changed the filter and everything immediately returned to normal without any harm to the patient.

Manufacturer narrative:
The affected filter was requested but was already disposed by the hospital so that a case specific analysis was not possible. Laboratory tests carried out to date have not shown any deviation from the product specification, nor has it been possible to identify a production failure. Nevertheless, we received similar cases of increased inspiratory resistance resulting in insufficient ventilation, which may be related to formation of condensate in the filter housing. The current IFU advises the user to replace the filters once there is condensate visible on the device side of the filter. It was concluded that this is not sufficient and the risk assessment determined that the residual risk is not acceptable. All customers of hme twinstar plus filters were informed about the identified risk with a field safety notice. Thereby, they were advised that the hme twinstar plus products can be continued to be used as long as both airway pressure and volume are permanently monitored and alarm limits for each patient are suitably selected. The user was also advised that in case of an increased resistance the filter needs to be replaced. As confirmed by the customer, he was aware of the field safety notice. Therefore, it can be concluded that the reported detoriation of the patient's condition was caused by not following the instructions of the field safety notice. H3 other text : device not available for investigation.

Event description:
It was reported that after 30 minutes of the procedure, the pressure suddenly increased. Initially, an airway obstruction by the gastroscope was suspected, but the passage was found to be ok, followed by acute and massive bronchospasm. The patient suddenly became inoperable with spo2 below 80% despite manual pressure above 50 cm h2o and o2 100%. When disconnected the patient from the ventilator, the manual balloon could not be emptied. The user remembered the received safety notice, changed the filter and everything immediately returned to normal without any harm to the patient.